Event description:
It was reported to philips that the system would not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse that the flexvision pc was unresponsive. After shutting down the system and restarting it, the fse manually powered on the flexvision, which allowed the pc to boot and the system to function normally. An analysis of the system log revealed an intermittent boot-up problem. Following additional checks, the flexvision pc failed to start again and required manual activation. The fse attempted multiple reboots, which were successful at that time. Fse replaced the flexvision pc in another case. After replacement, the system was returned to use in good working order.